Event description:
It was reported while using bd precisionglide¿ needle 3/8 in. Single use, sterile, 26 g medication leaked from the device. There was no report of patient impact. The following information was provided by the initial reporter: material no: 305110 batch no: unknown (reported 919538)   it was reported by the consumer the insulin leaked out of the syringe and needle.   Number of occurrences - 1.

Manufacturer narrative:
Lot number was not reported; however, a potential lot number was provided. The information for that number is as follows: medical device lot #: 919538 (invalid). Medical device expiration date: na. Device manufacture date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Follow up MDR for device evaluation. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.